Event description:
New information received notes that the right ventricular lead exhibited high capture threshold and noise. The lead was capped and replaced on (B)(6) 2023.there were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. No intervention was performed. There were no patient consequences.